Manufacturer narrative:
Side rail panels, side rail covers.

Event description:
It was reported by service report that the inner and outer panels and covers were cracked on the siderails. No patient involvement or adverse consequences are reported.